Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received critical pump error alarm. The customer¿s blood glucose level was 65 mg/dl. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.